Manufacturer narrative:
Complaint of overheating was confirmed. Mdu failed for hand piece blade stall error as well as overheating. Cause of errors and overheating is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor and motor tested good. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the dyonics powermini with hand controls overheated. This occurred during the procedure. There was a backup device available to complete the procedure with a delay of less then 30 minutes. No patient injuries were reported.